Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged concussion, bruises, sleep dysfunction, choking, difficulty in breathing, taking medicine for sleep dysfunction, snore. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged concussion, bruises, sleep dysfunction, choking, difficulty in breathing, taking medicine for sleep dysfunction, snore. There was no medical intervention required by the patient. The reported event and its severity were reviewed by the manufacturer's clinical expert. This events are not assessable due to insufficient or contradictory information related to: the customer alleges that the dreamstation 1 was not working, but it is unclear if these events occurred after the dreamstation 1 stopped working, or before. Additionally, it was unclear whether the customer received any error/alert when the dreamstation 1 stopped working. Based on the available information, the manufacturer concludes that no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During the external investigation the manufacturer observed very little contamination on the outside. Air inlet port had some dirt/debris visible from outside. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer did not found evidence of sound abatement foam degradation and breakdown. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation and breakdown. The manufacturer confirmed the presence of small amounts of dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath. Section d8, d9, h2, h3, h6 were updated in this report.